Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Evaluated one open/used reservoir, we inspected reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test; reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into pump and conclusion was reservoir did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the reservoir was leaking and that the blood glucose ran high. No blood glucose reading was provided. Fluid was found in the insulin pump. No air bubble was reported. The reservoir will be returned for analysis.